Manufacturer narrative:
Failure analysis noted that the insulin pump had intermittent button response due to moisture damage on the keypad traces. There was no unexpected numbers ramping. There was no moisture damage on the electronics, motor, battery tube and vibrator assembly. The pump had cracked display window corner, cracked reservoir tube lip, scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 147 mg/dl at the time of incident. The customer stated that the numbers were ramping up and the esc/act buttons did not work. The customer stated that the pump was dropped about a week ago and was exposed to steam in the steam room. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.